Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, it was identified as simethicone type product. Examination of the device showed no physical damage near the area where the foreign material was found. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: light cover glasses were chipped, light cover glasses adhesive was worn, optical cover glass adhesive was worn, distal end adhesive was lifting, insertion tube protector was worn, control body aspiration housing pass coloured ring was worn, control body air/water housing pass coloured ring was worn, switch condition was damaged, image alignment failed, was out of alignment, angulation was lower than the standard, and angulation was malfunctioning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white contamination in the air/water channel. There were no reports of patient involvement.